Event description:
It was reported that after successful completion of a da vinci surgical procedure, it was noted that the cable on the pk dissecting forceps instrument was broken. There was no allegation that any fragment(s) from the instrument fell into the patient during the surgical procedure and there was no report of any patient harm, adverse outcome or injury as a result of the broken cable.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at the wrist were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.